Event description:
It was reported that during a gastric band procedure when attaching the port to the fascia, the hooks would not deploy. Another device was used to complete the with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.